Event description:
It was reported to boston scientific corp in 2009, that a leveen coaccess electrode system was used during a procedure performed one day prior. According to the complainant, during the procedure, the pt developed a burn at the introducer insertion point. The site indicated that the insulation was peeling off. Furthermore, the aloka metal guide attachment was used with this device. The procedure was completed with another leveen coaccess electrode system. The pt's condition at the conclusion of the procedure was reported to be good. Additional info provided by the site regarding this event categorized the burn as "slight" in degree and treated the region with ice.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.